Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 09-mar-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer had tested using the true metrix meter and had obtained a result of 195mg/dl fasting. Note: manufacturer contacted customer in a follow-up call on 21-mar-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated initial concern has been resolved.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result is 200mg/dl (did not disclose fasting/non-fasting). At the time of the call the customer reported symptoms of dry mouth and blurry vision; medical attention was not needed at the time. Customer advised that he took 25 units of fast acting insulin novolog flex pen and 70 units of lantus when the meter was reading hi about 20 minutes prior to calling. During the call, a blood test was performed by the customer non-fasting and produced test result of 552mg/dl using true metrix meter. The product is stored according to specification in the living room. Customer was unable to see the lot number on his vial of strips but advised that they are true metrix test strips. The meter memory was not reviewed for previous test result history.